Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Articular surface replacement of the hip: a prospective single surgeon series¿ by s. S. Jameson et al (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿articular surface replacement of the hip: a prospective single surgeon series¿ by s. S. Jameson et al reports on the early clinical and radiological results of articular surface replacement (asr) resurfacing's and the description of the experience of using the asr prosthesis. Between april 2004 and september 2006, 214 consecutive hips in 192 patients (129 hips in 114 males, 85 hips in 78 females). The mean follow-up was 43 months and the mean age was 56 years. Narrowing of the neck was noted in 124 hips. Radiological analysis reveals that the acetabular component was placed at a mean inclination of 49° (31° to 67°) with a mean of 20° (3° to 29 °) of anteversion. At two years, 124 hips had evidence of thinning of the neck, all within 10% of the original width. Heterotopic ossification (ho) was seen around 94 hips. Peri-operative complications include superior (n= 7) and inferior (n=5) neck notch, retention of femoral guide pin (n=1). Post-operative complications include ¿superficial wound successfully managed with antibiotics (n=8), a deep wound infection which was treated by surgical debridement and antibiotic therapy for six weeks (n=1), deep vein thrombosis (n=1), pain (n=5), early neck fracture (n=4), late neck fracture and metallosis (n=1) and pulmonary embolism. There were 12 revisions (12 with asr) involving 4 early fractures of the femoral neck and in 2 hips, the femoral head had collapsed secondary to avascular necrosis. 6 patients (with asr) had failure related to metal wear debris. Out of 6, one patient had a late fracture after two years associated with gross metallosis. 5 patients were revised before 2 years. All 6 patients had gross swelling of the pseudocapsule caused by an accumulation of the fluid, tissue necrosis, synovial ulceration and evidence of metal wear debris. The patients who had undergone to revision surgery were identifiable for the events. Asr hip implants were found to be associated with above reported adverse events. This complaint captures adverse events without specification on specific product but includes asr products.